Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, mildly calcified, 90% stenosed mid left anterior descending coronary artery. Pre-dilatation was completed with an unspecified 1.5x12mm balloon dilatation catheter (bdc) at 12 and 14 atmospheres. A 3.5x38mm xience prime stent was deployed successfully at the lesion site. Post-dilatation was completed with an unspecified non-compliant 3.5x12mm bdc at 16 atmospheres. Afterwards, a proximal edge dissection was observed and a 3.5x15mm xience v stent was used to cover it. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.